Manufacturer narrative:
The device was returned, and the evaluation found the image was noisy due to poor contact of the video connector. The light key on the front panel had no touch feeling. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center video connector was loose and the image was flickering with horizontal stripes; the object was not visible. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that noise appeared on the image due to video connector contact failure. Olympus will continue to monitor field performance for this device.